Event description:
It was reported that during a lumbar decompression laminectomy procedure, two blades had an error message of instrument failure. A third blade was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states (avoid accidental contact with other indtruments during use.)the batch history records were reviewed with no anomalies noted during the manufacturing process.